Event description:
The customer stated that his meter read over 170 points higher than his nurse's meter. No actual values were provided, but the difference could fall in the "c" range of the parkes error grid, making it clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.